Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, eccentric shaped, 23mm in length, de novo target lesion was located in the moderately tortuous and calcified, 3mm in diameter left circumflex artery (lcx). The lesion pre-dilated with an unknown balloon catheter, leaving 70% residual stenosis in the lesion. A 24x3.00mm promus element stent delivery system (sds) was then advanced to the lcx against resistance; however the stent tore while attempting to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned device found stent damage. The strut rows in the middle section of the stent were raised and misaligned. The outer diameter of the stent area where no damage was present met specification. A visual and microscopic examination identified kinks along the entire length of the hypotube, the balloon and tip section was also examined and no issue were noted. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications (B)(4).

Event description:
It was further reported that the "usual" amount force in a tight lesion was used during advancement. The device was removed intact with nothing left inside the patient.